Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect power supply component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect power supply for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported the ventilator device alarming motor fault and cycling the power off. The customer determined the likely cause of this issue was the power supply assembly. The customer stated no patient involvement was associated with this event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to the u402 has recorded faults and failed calibration. This issue will be internally investigated within vyaire.